Event description:
Noise and impedance changes were detected on the atrial lead. The lead was capped and remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.